Event description:
Total hip arthroplasty was performed on 09/02/92. Revision surgery was performed on 01/25/99, due to fracture of the locking ring component and disassociation of the liner component.